Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-02615. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively, effective stimulation was restored.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-02615.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-02615. Follow up information identified reprograming was performed several times and stimulation was effective although not as effective as during the trial and the patient was not satisfied. X-rays were taken and showed the leads had migrated thus surgical intervention was planned.